Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 6.0 x 100, 75 cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.